Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was microscopically and visually examined. There was contrast and blood within the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. At the distal end of the proximal markerband there was a pinhole to the balloon. The guide nor wire used in the procedure was not returned for analysis, so a test 6f guidezilla ii was used for functional testing. A 0.014" test guidewire was inserted into the returned balloon catheter with no issue or resistance. The wire and balloon were then inserted into the test guide extension catheter and was able to be inserted and pass through the guide catheter and out the tip with no issue or resistance successfully. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the difficulty advancing occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified vessel. Two 4.00mm x 12mm nc emerge were selected for percutaneous coronary intervention (pci). During preparation, after loading the balloon over the wire, the balloon would not advance through the boston scientific guide catheter. The physician made sure there were not any obstructions, and the balloon was not broken. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed a pinhole to the balloon at the distal end of the proximal markerband.